Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. The sealant was not returned with the device and the advancer tube was found inside with the device and the advancer tube was found inside the shuttle cartridge. A radial tear was observed on the shuttle cartridge propagating from the proximal end of the slit. However, it is unk whether the tear on the shuttle cartridge manipulation/ subsequent handling. Further investigation revealed excess adhesive fillet around the distal edges of proximal tamp lock which might have prevented the advancer tube from properly engaging the tamp lock. The presence of an adhesive fillet/taper around the distal edge of the proximal tamp lock was a possible contributing factor for the reported failure to deploy. A review of the lhr was not possible as the lot number was not provided. Based on the provided info and the investigation performed, the probable root cause for the reported event could have been from the excess adhesive fillet/taper around the distal edge of the tamp lock preventing the advancer tube from properly engaging with the tamp lock.

Event description:
It was reported by the aci distributor that a pt underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained via a 6f sheath (model unk). 50/50 contrast and saline mixture were used. Peri-procedure, the pt was anti-coagulated with heparin. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the physician didn't see the white advancer tube although the shuttle was all the way down. The pt was converted to 10 minutes of manual compression at which time hemostasis was achieved. The pt was hospitalized for reasons unrelated to the mynxgrip device / mynxgrip procedure. No further info is available.